Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had a possible fracture, was oversensing, and had noise. It was further reported that pacemaker inhibition was observed with the patient¿s arm movement. The lead was capped and replaced. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.